Manufacturer narrative:
The lens was returned for evaluation. Solution is dried on the lens. Scrape marks are observed on the anterior surface of one of the haptics near the gusset area. Scrape marks are observed on the anterior surface of the optic in the center of the lens, edge of the lens and near the gusset area of one of the haptics. Marks are observed on the posterior surface of the optic going across the lens. A device history record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the device master record were met. Qualified associated products were indicated. Lens damage was observed. The observed scrape marks could give the appearance of a metallic look. All lenses are 100 percent inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met company¿s release criteria. Based on our observation, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. The instructions for use (IFU) instructs: using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ophthalmic viscosurgical device (ovd)-filled cartridge. The lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and/or damage. Company IFU: follow the section regarding directions for use for information on the maximum allowed time for the intraocular lens (iol) to stay in the folded condition. Failure to adhere to manufacturer¿s recommendations may result in iol damage. IFU note: during lens loading and insertion, do not allow the company iol to remain in a folded condition within the selected iol delivery system for more than 3 minutes prior to completing insertion into the capsular bag. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that during intraocular lens (iol) implant procedure, the iol had metallic look to it after it was implanted into the eye. The iol was removed and placed a new lens which appeared fine. Additional information received and stated that iol had metallic artifact or silver body and also stated that it could have been scratch or defect in the lens that shimmered. Surgeon stated that lens was explanted and implanted an new lens.